Event description:
It was reported stimulation could not be adjusted. "Call your doctor" icon was showing. It was noted there was an out of regulation (oor) condition. The last time the patient was seen, the patient felt stimulation up to 10.5 with anodes and cathodes down the lead. Prior to patient having left the appointment, stimulation was decreased. Impedances levels were normal. Follow up reported nothing further had been done. It was later reported there were low out of range impedance values, short on 3 and 4. It was also noted that stimulation was intermittent when patient would turn their head to the left. Patient had 5 groups and open rate and pulse width to play with. It was noted "this short had been seen one other time and then all impedances showed fine." After surgery, replaced extension and implantable neurostimulator (ins) patient reported the intermittent stimulation again and then found the short when they turned their head to the far left. Patient had appointment scheduled with health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377860, lot # v008334, implanted: (B)(6) 2006, product type lead; product ID 377860, lot # v008334, implanted: (B)(6) 2006, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).